Event description:
It was reported that during a cystic artery procedure, the clip fired wasn't properly formed. So a new device was used to carry out this operation. There were no adverse consequences for the patient. (B) (6).

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.